Event description:
Customer reported an altitude alarm on their pump, resulting in blood glucose levels exceeding 500 mg/dl, with the level displayed as "high." The customer administered a correction injection using multiple daily injections (mdi) to address the issue. Technical support instructed the customer on cleaning and troubleshooting procedures, but the problem persisted, leading them to send a replacement pump and cartridge.